Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3998, lot# l84931, implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type extension. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient got to the point with the scs system that the stimulation itself was irritating the patient's legs due to neuropathy. The patient ended up having the entire system removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) on (B)(6) 2018. The hcp had no information regarding the cause of the stimulation irritating the nerves. They indicated that the patient¿s weight at the time the device was removed was unknown. The explant was performed without the office¿s knowledge. The product was discarded. Additional information was received from the patient on (B)(6) 2018. The patient indicated that there were two device issues that led to the stimulation irritating the nerves and the need to explant the device. The battery ran out and the stimulation caused the neuropathy in both of their legs to increase. The pain was at an unbearable level. Their back (l5-s1) was not fusing and it was causing a pinched nerve so they needed an MRI. No further complications were reported/are anticipated.